Event description:
Csicu rn, called for assistance during useof a cardiosave intra-aortic balloon pump (iabp) that presented with communication errors "augmentation below set limit", "disconnect trainer-patient cable(s) connected", "trainer in use, not for clinical use!¿, ¿internal communication failure¿, and ¿power-up test fails code # 12" alarms. Troubleshooting aid was given to no avail. The console was re-booted each time per the console instructions but the alarms persisted. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, replaced the front-end board (0670-00-1164) and calibrated the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Unit returned to customer.

Event description:
N/a.